Manufacturer narrative:
(B)(4): the complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported an issue with a 12 lead ECG waveform. There was no patient involvement.